Manufacturer narrative:
Product complaint # :(B)(4): investigation summary : no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of knee "giving out" surgeon said tibia had shifted more anterior and the insert was positioned too posterior causing excessive posterior wear to the implant. Implant replaced with a thicker insert. Doi: unknown; dor: (B)(6) 2018; unk operative side.